Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "necrosis" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a; device was discarded/destroyed during surgery due to "possible nipple necrosis". Implants were removed from the patient.

Event description:
Healthcare professional reported "possible nipple necrosis". Patient contact occurred. Device was in the process of being implanted and was removed from the patient. Device has been discarded.